Event description:
Customer called to report his reservoir keeps breaking at the luer connector. Customer stated insulin leaked out into his reservoir compartment and under the lcd screen.

Manufacturer narrative:
Findings: reliability analyzed and inspected two opened reservoirs performed manual, prime, and high pressure test. Both reservoirs passed per specifications. No anomalies were observed. Test performed on one opened and used reservoir and found reservoir with detached neck. Reservoir will leak.